Event description:
As reported, the "wings" of a 5f exoseal vascular closure device (vcd) turn black, indicating release, while there was still arterial reflux, indicating that it was still in the artery. The user reports this has occurred "several times". The device failed, resulting in a hematoma that required manual compression, then pressure by bandage. The patient is reported to have suffered an unspecified injury. The device did not work despite "the application of the directives concerning its use". The user was concerned about risk of occlusion with acute ischemia of the lower limb, risk of pseudo aneurysm, and/or hematoma. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18073975 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the "wings" of a 5f exoseal vascular closure device (vcd) turned black, indicating release, while there was still arterial reflux, indicating that it was still in the artery. The user reports this has occurred "several times". The device failed, resulting in a hematoma that required manual compression, then pressure by bandage. The patient is reported to have suffered an unspecified injury. The device did not work despite "the application of the directives concerning its use". The user was concerned about risk of occlusion with acute ischemia of the lower limb, risk of pseudo aneurysm, and/or hematoma. The product was returned for analysis. One non-sterile exoseal vasc. Clos.dev.f5 was received for analysis inside a plastic bag. Per visual analysis, neither damages nor bubbles under the indicator graphic of the unit were noted. The device was received already actuated. The vascular closure device was observed fully deployed. The deployment lever was pressed, the plug was not returned for evaluation. The indicator window was received on black/white/ red position and the cowling guard was found pressed. Dried blood residues were observed on the handle and on the delivery shaft of the device. No anomalies found. A product history record (phr) review of lot 18073975 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window-incorrect indication¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. No damages were noted neither on the indicator graphic nor on any other part of the device. The unit was received already actuated. The reported ¿haematoma¿ was not confirmed during analysis of the returned device. No photographs were received for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd)plug. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.